Event description:
The injector mount looked loose and when they went to move the injector the power head and part of the ceiling mount fell into their hands. The power head cable also helped support the power head and ceiling mount.